Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). The cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to not_bonded, when it should have gone from bonding to bonded. The issue was confirmed through log analysis. The helpline confirmed that patient issue was resolved and no further investigation needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device was not found between android phone and the 780g pump. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed for unable to pair device and the customer reported, pump and application would not pair after troubleshooting. It was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.